Event description:
It was reported by repair work order that the nurse call was not functional due to a missing nurse call cable. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.